Manufacturer narrative:
No additional product evaluation information has been provided by the contract manufacturer of this product. On (B)(6) 2016 walkmed infusion initiated a voluntary medical device recall for the triton and triton fp infusion pumps (model numbers 300000 and 400000). As a result of these products being removed from the market, additional investigation was terminated.

Manufacturer narrative:
The evaluation for the device in question has not yet been completed. A follow up report will be filed in 30 calendar days to disclose any findings from the product's evaluation.

Event description:
While priming the adminstration set in question, the slide clamp broke.